Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(4) 2019, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged there was moisture in the battery compartment with no power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08-mar-2019 with the following findings: a review of the black box showed intermittent power occurred with call service 128, 78, 64 alarms due to moisture. During investigation, the battery compartment was cracked below and above the grip pad. The battery cap threads were damaged/stripped. The battery compartment had a leak with moisture inside the battery compartment, on the transceiver board, and on the infrared board near the motor flex connector. The 12 hour basal program was run with a returned battery cap. No reboot, loss of power, or call service alarms were duplicated.